Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported thrombosis (blood clot) appears to be related to patient condition. Thrombosis is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention performed to address the thrombosis. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 2-3. It was noted this was a cancer patient that was prone to blood clots. The steerable guide catheter (sgc) was inserted, and the sheath was removed. When removing the sheath, blood clots were observed; therefore, the sgc was removed. It was noted the activating clotting time (act) was above 400. Upon removal, a blood clot was attached to the tip. The sgc was flushed and reinserted. One clip was then successfully implanted, reducing mr to a grade <1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.